Event description:
It was reported that during cassette insertion, the pump generated an audible cassette not properly attached alarm. The same cassette was tested on another unit and functioned correctly. No visible differences were observed in the reported unit when compared with other units. This event occurred during setup. There was no patient involvement or harm.

Manufacturer narrative:
H4. Device MFR date is unknown. No information is available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.